Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found the link was pulled from the anterior cuff. Both cuffs were engaged to their respective needle tips. There were no abnormal observations with the condition of the returned device that could have contributed to the reported event. We were not able to establish a root cause based on the investigation findings. No manufacturing issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.